Event description:
A craniotomy was being performed on an adult when an excessive irrigation problem occurred with the selector sterile tubing. The patient was anesthetized at the time the problem occurred. There was a delay in surgery for 20 minutes. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.